Manufacturer narrative:
The damage found was sustained during procedure. The device was otherwise normal.

Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, it was difficult to loosen the atrial set screw from the header. Material around the set screw was removed to loosen the set screw. The pacemaker was explanted and replaced. Patient was stable.